Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Event description:
It was reported that the patient underwent an unrelated surgical procedure. Patient set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were successful effective therapy was restored.